Manufacturer narrative:
No problem found with returned cartridge or bag of pre-mixed dialysate. No evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. No other similar reports attributed to this lot. Nxstage med considers this report closed. No add'l info will be provided.

Event description:
After 10 daily routine hemodialysis treatments pt complained of an itchy scalp; red blotches appeared on neck, chest, and abdomen followed by white, raised hives on neck and chest. Treatment was ended without returning blood. Benadryl 25mg po administered. During subsequent treatments pt experienced increased heart rate and blood pressure and complained of nausea, vomiting and headaches. Pt was pre-medicated with claritin and rec'd 300cc boluses of saline add'l at rinse back. Exact cause of symptoms is unk. Pt was switched to conventional dialysis.